Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2141, awareness date 29-oct-2015). Additional information received on 19-nov-2015 (ptc investigation result). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer had stabbing pain almost every day about a year post essure insertion, strange rashes, increasing urine leakage, and constant joint pain. None of these symptoms existed before she had essure implanted. She finally had a hysterectomy on (B)(6) 2015 at the age of (B)(6). Her surgeon said she had too much scar tissue buildup covering her fallopian tubes and she had of adhesions of tissue on her bowels connecting her ovaries to them caused directly from inflammation of essure and more than likely causing her pain. It has been 1 week since her surgery and she no longer had urine leaking nor joint pain. The ptc investigation result: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event (s) and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced stabbing pain (seen as abdominal pain). She underwent a hysterectomy and her surgeon stated she had too much scar tissue buildup covering her fallopian tubes buildup covering her fallopian tubes and she had of adhesions of tissue on her bowels connecting her ovaries to them caused directly from inflammation of essure (interpreted as pelvic inflammation). The event stabbing pain and inflammation of essure are listed in the reference safety information for essure while the other are unlisted. All these events were considered serious. In this case, it was not reported when the consumer started experiencing inflammation of essure. Probably, this event occurred a long time ago since essure insertion but it was only diagnosed after undergoing a hysterectomy about 3 years after essure insertion. This event also could have caused the stabbing pain. Considering this information and based on the nature of the events stabbing pain and inflammation of essure, a causal relationship with suspect insert cannot be excluded. With regards to the other events, a causal relationship can be excluded considering their nature. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information there is no reason to suspect a causal relationship between reported medical event (s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.